Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for evaluation because the customer has discarded it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During patient ivtm therapy, the insertion of the icy catheter (lot # 82166) was difficult. When the guidewire was retracted and pulled out, it was noted that the guidewire was stretched. No known impact or consequence to patient.